Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The patient returned to the hospital for a planned staged procedure, 6-months post-procedure. During the staged procedure, it was observed that there was a focal 95% in-stent restenosis of the index cypher and proximal peri-stent restenosis. The stenosis was treated with an xcience 3.5 x 12mm stent. The report is from the study. The patient is a male with a history of hypertension, hyperlipidemia, and a family history of coronary artery disease. The indication for the index procedure was an inferior acute myocardial infarction. The indication of the index procedure was unstable angina pectoris and resting ECG changes. Heart rate baseline was 63/min. Blood pressure was 140/72. The target lesion was in the proximal right coronary artery (rca). Vessel diameter was 3.5mm and lesion length was 10mm. Pre-procedure stenosis was 95%. The lesion was de novo, irregular in contour, concentric and moderately calcified. The lesion was pre-dilated with a 2 x 12mm balloon at 14atm. A stent was deployed at 12 atm. Post-procedure stenosis was 0%. Ivus was not used and there was no procedural complications. The patient was discharged the following day.